Event description:
The patient's wife reported the patient experienced hyperglycemia and is currently hospitalized at (B)(6) regional hospital. Patient wife stated on a normal day here husband sugar can range from 200-300 however on (B)(6) 2021 when he was hospitalized his sugar was around the 500 area. The patient's wife says that her husband normally wears a glucose monitor and began to vomit when his sugars elevated. The patient was wearing the v-go when he was hospitalized.